Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to malalignment stem; pain revision njr number: (B)(4); side: r; primary asa: p1-fit and healthy. Products not revised: procotyl® l beaded and ha coated cup size 52mm, pha06262, lot: 1587; rim-lock biolox delta ceramic liner 36mm ID group e, pha04510, lot: 1610.